Manufacturer narrative:
The lens was returned positioned incorrectly, posterior surface up, in a 78(iw) lens case. Viscoelastic and small bits of blood was dried on the lens. The optic was torn and gouged on the posterior surface. The anterior and the posterior optic surfaces have a small crack directly opposite each other beginning on the optic edge. The optic also has long splits (cuts) and was cracked from the optic edge travelling near the gouged area, through the optic central zone and almost to the opposite edge of the lens. This damage is similar in appearance to damage during removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The root cause of the pcr is unknown. Based on information provided in the file, it would appear that the pcr was unrelated to the lens. Information was provided in follow up details that the "surgeon noticed that there is a pcr. Pcr was not in any way due to the company lens. Company lens had to be explanted and another company lens was inserted for the patient instead." Information was provided that the company 21.5 diopter lens was replaced with an another unspecified company lens model due to a posterior capsule rupture. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, a posterior capsule ruptured. The nurse indicated that the posterior capsule ¿just gave way and ruptured¿ and was not in any way due to the lens. The lens was replaced during the same procedure with no harm to the patient. In addition, it was reported that after the lens exchange the patient is recovering well.